Event description:
Patient received a 1st degree burn measuring approximately 5cm by 3cm on the medial portion of the right thigh from a dispersive electrode. The burn was discovered after the procedure was completed during removal of the pads. Rfa of a 3cm liver lesion was performed with a starburst talon semiflex needle. Thermopads were used to ground the patient. Thermopad temperatures were monitored throughout the procedure. The highest thermopad temperature observed was 35 degrees c.